Manufacturer narrative:
Section b1 - "product problem" should not have been selected. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented with signs of wound dehiscence and infection. To resolve this issue, the patient went through a surgical procedure on (B)(6) 2026, to remove the implantable cardioverter defibrillator (ICD), right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. The patient was in stable condition.